Manufacturer narrative:
The report from the field indicated the following: during a coronary stenting procedure, the stent did not cross the target lesion. When the doctor pulled back, the stent flared off the catheter. There was no patient injury. No additional information was given despite multiple attempts. The product was clinically used in the patient. Clinical impression: a report was received that indicated that a 3.0x18mm cypher stent did not cross a target lesion. When the physician attempted to remove it, the stent flared off the catheter. There was no patient injury. No additional information regarding the patient's history or lesion characteristics is available. Procedural factors (attempting to remove the stent by pulling it through the guider) may have contributed to this event. Device and lot history record review: this is the only reported complaint of this type received for this sterile lot number to date and the only one of this type reported for this catalog number six months prior to the alert date. Route sheets for this product revealed the stent retention values and crossing profiles measured for this lot during manufacturing testing to be within the acceptable criteria. Visual analysis: the stent was found to be in place on the balloon. The stent proximal end was found to contain uplifted strust and traces of blood residue on the external surface of the balloon. Strut connecting links were noted to be compressed. The exposed proximal balloon end was slightly unfolded. The stent was not dislodged. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specifications. Conclusion: the exact cause of the stent damage was not determined, but it appears the proximal end of the stent may have snagged on the guiding catheter tip. Please note that this is the initial/final report for this product.

Event description:
Stent snagged/caught on withdrawal into guiding catheter.